Event description:
It was reported that pump displayed cartridge change error repeatedly, and customer expressed concern that pump might have ongoing issue despite following loading steps with room temperature insulin. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge o-ring and found it undamaged, loaded new cartridge, resumed insulin delivery, and was transferred to customer support for further assistance, but no additional information was received regarding final outcome of event.